Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, upon interrogation, high pacing impedance on the right ventricular (rv) lead was noted. During the explant procedure, insulation damage was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.